Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the devices this event occurred 2 times. The following information was provided by the initial reporter. According to the customer's verbatim report, "black spots were found on two products."

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the devices this event occurred 2 times. The following information was provided by the initial reporter. According to the customer's verbatim report, "black spots were found on two products."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch.